Event description:
A talent stent graft device was implanted in a patient for the treatment of a 4.78 cm x 4.57 cm abdominal aortic aneurysm approximately 6 months ago as part of a study. There was mild stenosis noted at the origin of the superior mesenteric artery as a result of calcified atherosclerotic plaque. The hypogastric artery was coiled prior to the index procedure, and the lumbar vessels were not coiled. It was reported that at the 1 month CT follow-up, a type ii endoleak from multiple patient collateral vessels was noted; however, no intervention was performed. It was reported that approximately 5.5 months post-implant, the patient complained of left leg pain for 2 weeks, and a CT scan revealed an occlusion on the left side of the stent graft from the aortic bifurcation down to the iliac artery. As per the investigator, the occlusion was assessed to be related to the device. The physician elected to perform a thrombolysis and thrombolytic agent infusion of the left iliac limb of the stent graft (MFR # 2953200-2009-01449). After the procedure, the patient had atrial fibrillation. It was reported that the patient later expired from an embolism in the bowel. No autopsy has been performed.

Manufacturer narrative:
Evaluation: results: death. Type ii endoleaks; stenosis and calcified atherosclerotic plaque of the superior mesenteric artery. Evaluation: conclusion: type ii endoleaks; stenosis and calcified atherosclerotic plaque of the superior mesenteric artery.